Event description:
The customer reported via phone call that pieces were coming off of the reservoir compartment housing. The customer's blood glucose was 106 mg/dl. The customer could not recall how the damage occurred. Customer was advised to their insulin pump needed to replaced. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. The customer will be returning their insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.